Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2008: (B)(6). Office notes. Exam: no abdominal tenderness. Hernia umbilical. (B)(6) 2011: (B)(6). Office notes. Umbilical hernia surgery site has knot. Exam: no abdominal tenderness, no abdominal mass, abdomen soft, bowel sounds normal. Recheck in 3 months. (B)(6) 2011: (B)(6). Office notes. Complains of hernia, severe heartburn. Having problems with ventral hernia. Hiatal hernia. Exam: hernia, no abdominal tenderness. Recheck in 2 months. (B)(6) 2012: (B)(6). Office notes. Abdominal pain, ventral hernia. Check umbilical hernia. Since patient had virus, has had increased gas and belching. Noticed umbilical hernia hurting more and getting bigger. Exam: bowel sounds normal, no abdominal tenderness, no abdominal mass. Hernia. Assessment: abdominal pain ¿ probable gastritis; acute, moderate; hernia, ventral, acute, moderate. Plan: referral to dr. (B)(6). (B)(6) 2012: (B)(6). Office notes. Hernia, ventral. Reports no pain. No nausea, vomiting, diarrhea, constipation. Exam: abdomen soft, nontender, normal bowel sounds. Large midline abdominal hernia. Recheck 6 months. (B)(6) 2012: (B)(6). Office notes. Has ventral hernia. Surgery soon. Surgeon would like to see better diabetes mellitus control before surgery. Exam: bowel sounds normal, no abdominal tenderness, hernia. (B)(6) 2013: (B)(6). Office notes. Having colonoscopy next week by dr. (B)(6) due to abdominal pain. Exam: bowel sounds normal, no abdominal tenderness. [Missing records: records for ¿colonoscopy for abdominal pain by dr. (B)(6) was not provided]. (B)(6) 2013: (B)(6). Office notes. Checkup gastroesophageal reflux, cough, heartburn. Exam: bowel sounds normal, abdominal tenderness. Tender left lower quadrant ¿ states chronic since hernia surgery. Plan: upper gastrointestinal problems ¿ patient declines further therapy, wants to continue tums and see how he does. Recheck in 6 months. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect- clinical code h6: updated investigation finding h6: updated investigation conclusions h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane previous patient code (1994) was reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Medical records: ¿ the known medical records span (B)(6), 2005 through (B)(6), 2013 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. ¿ records from (B)(6), 2005 through (B)(6), 2008 were not provided. Patient information: medical history: ¿ obesity ­ (B)(6) 2000: 310 lbs; bmi 40.9 ­ (B)(6) 2004: 317 lbs; bmi 41.8 ­ (B)(6) 2005: 329 lbs; bmi 43.4 ­ (B)(6) 2008: 307 lbs; bmi 40.5 ­ (B)(6) 2010: 286 lbs; bmi 37.7 ­ (B)(6) 2011: 292 lbs; bmi 38.5 ­ (B)(6) 2012: 267 lbs; bmi 35.2 ­ (B)(6) 2013: 272 lbs; bmi 35.9 ¿ renal calculi ¿ diabetes mellitus ¿ gastritis prior surgical procedures: [none provided] implant preoperative complaints: ¿ (B)(6) 2005: ¿found knot above belly button, found 2 days ago, doesn¿t hurt. Abdomen soft, nontender, normal bowel sounds. Approximately 3 cm peri-umbilical hernia, easily reduced.¿ ¿ (B)(6) 2005: ¿while lifting developed periumbilical pain, noticed hard area next to umbilicus. Able to push area in and felt better. Diagnosed umbilical hernia. Lower abdominal pain, 1 week, comes and goes. Exam: abdomen; protuberant, soft, tender in periumbilical region with area of firmness superior to umbilicus. No bowel sounds within mass. Unable to make mass completely reduce. No obstructive symptoms. Impression: likely an umbilical hernia. Due to his large size, impossible to tell with certainty without radiologic study whether an umbilical hernia versus lipoma. Scheduled ultrasound. If positive umbilical hernia, schedule repair.¿ implant procedure: ventral herniorrhaphy. [Implant: gore® dualmesh® plus biomaterial, 03513184/1dlmcp03, 10 cm x 15 cm x 1 mm thick, oval] implant date: (B)(6), 2005 ¿ description of hernia being treated: ¿after adequate anesthesia was confirmed, his abdomen was prepped and draped in the usual sterile fashion and midline incision was made in the periumbilical region, carried down to the midline fascia in which the above noted defect was identified. This was circumferentially dissected above and below the fascia. The incarcerated piece of fat was dissected free, doubly ligated and divided, sent to pathology as specimen.¿ ¿ implant size and fixation: ¿remainder was reduced back into the abdomen and a piece of dualmesh was secured to the surrounding fascia with a running surgipro suture with great care taken to ensure that the smooth side was placed intra-abdominally. The fascial edges were the reapproximated with interrupted surgipro sutures. The wound was copiously irrigated with normal saline. The wound was then closed with multiple layers of absorbable suturing in order to attempt to prevent a seroma. Skin was closed with staple.¿ ¿ no wound class was provided. ¿ no post-operative records were provided. Relevant medical information: ¿ (B)(6) 2005: ¿follow-up ventral hernia repair. Doing well, no problems. Pathologic evaluation revealed incarcerated preperitoneal fat. Wounds well-healed without infection.¿ explant preoperative complaints: ¿ (B)(6) 2008: ¿no abdominal tenderness. Hernia umbilical.¿ ¿ (B)(6) 2008: ¿ventral hernia few years ago, was repaired which he has done well from. However, began noticing enlarging bulge under previous scar, presents today for evaluation for whether recurrent ventral hernia is present and the possibility of repair. Denies pain or obstructive symptoms. Abdomen: soft, non-tender, non-distended. Protuberant with small palpable bulge at superior aspect of previous scar, not reducible. It is difficult to discern with certainty the presence of recurrent hernia, however, it is non-tender. No evidence of incarceration. No evidence of infection.¿ explant procedure: recurrent ventral hernia repair. Explant date: (B)(6), 2008 ¿ ¿the previous scar was ellipsed out and the incision was carried down to the fascial defect. After this was circumferentially dissected he was noted to have multiple other small defects throughout his previous scar. The defects were then connected by removing the previously placed mesh. The fascial edges were cleared circumferentially around the entire defect and a piece of gore parietex dual layer mesh was affixed circumferentially using a 2-0 surgipro suture. Once the defect was repaired the dead space was obliterated using multiple layers of absorbable suture to close the wound. The skin was closed with 4-0 subcuticular biosyn suture. Steri-strips were applied. Sterile dressing was applied.¿ ¿ records confirm a ethicon proceed® [pcdn1/zmg844] device was implanted during the (B)(6) 2008 procedure and not a gore device as stated in the operative report. ¿ pathology reports for the device explanted during the (B)(6) 2008 procedure were not provided. Conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 03513184. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 11/7/2005 were not provided. 11/07/05: oconee medical center. Michael hughes, md. Operative report. Procedure performed: ventral herniorrhaphy. Preop diagnosis: large ventral hernia. Postop diagnosis: ventral hernia with incarcerated piece of preperitoneal fat. Intraoperative findings: preperitoneal fat and omentum incarcerated in large ventral hernia which was likely originally an umbilical hernia but the hole is approximately 3 x 3 in size superior to the umbilicus. Specimen: incarcerated piece of preperitoneal fat. Complications: none. Procedure in detail: ¿after being appropriately consented, the patient was taken back to the operating room on 11/07/05 and made comfortable in the supine position. The patient received general endotracheal anesthesia. After adequate anesthesia was confirmed, his abdomen was prepped and draped in the usual sterile fashion and midline incision was made in the periumbilical region, carried down to the midline fascia in which the above noted defect was identified. This was circumferentially dissected above and below the fascia. The incarcerated piece of fat was dissected free, doubly ligated and divided, sent to pathology as specimen. Remainder was reduced back into the abdomen and a piece of dualmesh was secured to the surrounding fascia with a running surgipro suture with great care taken to ensure that the smooth side was placed intra-abdominally. The fascial edges were the reapproximated with interrupted surgipro sutures. The wound was copiously irrigated with normal saline. The wound was then closed with multiple layers of absorbable suturing in order to attempt to prevent a seroma. Skin was closed with staple. The patient tolerated the procedure well ad was awakened, extubated on the table and taken to the recovery room in good condition.¿ 11/07/05: onconee memorial hospital. Peri-operative nursing record. Wound class I. Procedure #1: ventral hernia repair with dual mesh plus. Diagnosis: ventral hernia. Specimen a: peritoneal adipose tissue. Comments: abdominal binder. Implants: gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp03. Lot batch code: 03513184. W.l gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/035131884) was implanted during the procedure. 11/07/05: onconee memorial hospital. Dr. Mary richardson. Surgical pathology. Diagnosis: abdomen, designated preperitoneal adipose tissue, excision: benign fibroadipose tissue with mesothelial lining consistent with hernia sac. Tissue source: preperitoneal adipose tissue. Clinical data and history: umbilical/ventral hernia. Ventral hernia repair. Gross description: the specimen, received in formalin, labeled with the patient¿s name and labeled with the accession number with additional labeling as preperitoneal adipose tissue consists of an irregular fragment of adipose tissue with smooth mucosal membrane. Consistent with hernia sac. The specimen measures 6.0 x5.0 x 4.0 cm. It is serially sectioned and a portion submitted. Microscopic description: all microscopic sections with this case were examined, and the result(s) of each examination is/are incorporated in the final diagnosis. Records between 11/07/05 and 06/20/08 were not provided. 06/20/08: oconee medical center. Michael hughes, md. History and physical. Cc: ¿knot under previous scar.¿ hx: ventral hernia few years ago, was repaired which he has done well from. However, began noticing enlarging bulge under previous scar, presents today for evaluation for whether recurrent ventral hernia is present and the possibility of repair. Denies pain or obstructive symptoms. Abdomen: soft, non-tender, non-distended. Protuberant with small palpable bulge at superior aspect of previous scar, not reducible. It is difficult to discern with certainty the presence of recurrent hernia, however, it is non-tender. No evidence of incarceration. No evidence of infection. Impression: bulge at superior aspect of previous incision site. Plan: obtain CT abdomen and pelvis to confirm or deny the presence of recurrent ventral hernia and if it is present we will proceed with recurrent ventral hernia repair. ??/??/08: [missing records: records for the CT scan of abdomen/pelvis were not provided.] 07/07/08: oconee medical center. Michael hughes, md. Operative report. Procedure performed: recurrent ventral hernia repair. Pre/postop diagnosis: recurrent ventral hernia. Intraoperative findings: multiple fascial defects in a ¿swiss¿cheese¿ type of configuration. Drains: none. Complications: none. Procedure in detail: ¿after being appropriately consented the patient was taken back to the operating room on 7/7/08 and made comfortable in the supine position, received general endotracheal anesthesia. After adequate anesthesia was confirmed, his abdomen was prepped and draped in the usual sterile fashion. The previous scar was ellipsed out and the incision was carried down to the fascial defect. After this was circumferentially dissected he was noted to have multiple other small defects throughout his previous scar. The defects were then connected by removing the previously placed mesh. The fascial edges were cleared circumferentially around the entire defect and a piece of gore parietex dual layer mesh was affixed circumferentially using a 2-0 surgipro suture. Once the defect was repaired the dead space was obliterated using multiple layers of absorbable suture to close the wound. The skin was closed with 4-0 subcuticular biosyn suture. Steri-strips were applied. Sterile dressing was applied. The patient tolerated the procedure well and was awakened and extubated on the table, taken to the recovery room in good condition.¿ 07/07/08: [missing records: a pathology report detailing analysis of the device removed during the 07/07/08 procedure was not provided.] 07/07/08: oconee memorial hospital. Intra-operative nursing record. Dressing: abdominal binder. Implants: proceed* surgical mesh. Pcdn1. Lot: zmg844. Use by: 2008-10. Pptl02. Records between 07/07/08 and 11/27/12 were not provided. 11/27/12: oconee medical center. Michael w. Paluzzi, md. Operative report. Preop diagnosis: twice recurrent ventral hernia. Postop diagnosis: twice recurrent ventral hernia with placement of 20 x 20 cm c-qur mesh prosthesis. Indications: the patient is a 43-year-old male, diabetic, morbidly obese with history of twice recurrent ventral hernia. Patients previous repairs have been done with mesh, procedure being done laparocopically secondary to diabetes and multiple recurrences. Description of procedure: ¿the patient was prepped and draped in the usual sterile manner. Through a high transverse incision across the midline, skin and subcutaneous tissue was divided. The fascia was divided in the midline, and the hasson trocar was inserted. The abdomen insufflated to 15 mmhg co2 pneumoperitoneum. We placed two 5 mm trocars in the right lateral position anterior axillary line. The patients recurrent hernia was identified in the supraumbilical region with adherent omentum. This was taken down using a combination of sharp and blunt dissection, with reduction of omental fat that was incarcerated. The fascial defect was marked on the abdominal wall and measured 11 x 11 cm with multiple complex the septa creating multiple hernia defect. The previous mesh was visualized and adhesions to it were taken down however no small bowel was involved with the dissection. We selected a 20 x25 piece of c-qur mesh, cut it to 20 x 20, placed 0-prolene sutures in the 4 corners, rolled it, marked it for orientation and advanced it into the abdominal wall through the hasson trocar site. It was unrolled in the abdominal cavity and using a trocar closure device the prolenes were retrieved and withdrawn. The mesh was withdrawn to the abdominal wall. Then, using the hernia tacker, a circumferential row of tacks was placed. Prior to this the pneumoperitoneum was reduced to 10 mmhg co2 pneumoperitoneum. We switched our laparoscope to a 70 degree 5 mm to allow utilization of the hasson trocar site for better approach for tacking. Circumferentially layer of tacks was placed. Prior to this, the pneumoperitoneum was reduced to 10 mmhg co2 pneumoperitoneum. We switched our laparoscope to a 70 degree 5 mm to allow utilization of the hasson trocar site for better approach for tacking. Circumferentially layer of tacks was placed and then crown layer centrally was placed to improve adherence to the abdominal wall. When this was completed, the prolenes were tied down and cut. We inspected for hemostasis. When adequate hemostasis was confirmed, we withdrew the trocars under direct vision, closed the hasson trocar site at the fascia level with a figure-of-eight suture of 0 vicryl followed by 4-0 biosyn subcuticular suture and dermabond. The patient tolerated the procedure well. We closed the quadrant suture sites with dermabond only with adequate tissue approximation. The patient was transported to the recovery area.¿ 11/27/12: onconee memorial hospital. Intra-operative nursing record. Implants: c-qur mesh. Dim: 20.3 cm x 25.4 cm 8¿ x10¿. Lot: 18848172015. Ref: 31536. [Exp] 2015/07. Atrium medical corporation. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2005 were not provided. On (B)(6) 2005: [ni]. (B)(6), md. Office notes. Chief complaint: ¿knot on stomach/recheck diabetes mellitus¿. Found knot above belly button, found 2 days ago, doesn¿t hurt. Abdomen soft, nontender, normal bowel sounds. Approximately 3 cm peri-umbilical hernia, easily reduced. On (B)(6) 2005: (B)(6), md. Consults. While lifting developed periumbilical pain, noticed hard area next to umbilicus. Able to push area in and felt better. Diagnosed umbilical hernia. Lower abdominal pain, 1 week, comes and goes. Exam: abdomen; protuberant, soft, tender in periumbilical region with area of firmness superior to umbilicus. No bowel sounds within mass. Unable to make mass completely reduce. No obstructive symptoms. Impression: likely an umbilical hernia. Due to his large size, impossible to tell with certainty without radiologic study whether an umbilical hernia versus lipoma. Scheduled ultrasound. If positive umbilical hernia, schedule repair. Procedure, risks, benefits, options were discussed. Risks include pain, bleeding, infection, need for mesh, possibility of infecting mass, needing to excise mesh later, recurrence of hernia, patient stated understanding of risks. On (B)(6) 2005: (B)(6), md. Consults. Follow-up ventral hernia repair. Doing well, no problems. Pathologic evaluation revealed incarcerated preperitoneal fat. Wounds well-healed without infection. Slowly return normal activities. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2005 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2008, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal, additional surgery, pain. Additional event specific information was not provided.